Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device shut down and when turned back on could not be silenced. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was removed from service with no patient harm reported. The customer biomedical engineer (bme) checked the event logs of the device and found error code 1101 in conjunction with code 3007. The customer was informed by the rse that when an 1101 code occurs with a 3007, then no action is required. The customer stated that they would run the unit for a while on a test circuit to verify the unit was full operational before returning to use. Good faith efforts (gfes) are being completed to confirm that the device was run without further issue and that the device has been returned to service. This investigation is ongoing.